Event description:
The customer reported that the freedom driver exhibited a squeaky noise while supporting a patient. The customer also reported that the patient was switched to another freedom driver. There was no reported adverse patient impact. Although the freedom driver exhibited noises, the driver continued to function as intended. This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.